Event description:
On (B)(6) 2013, it was reported that this patient was seen for follow-up on (B)(6) 2013. System and normal mode diagnostics showed high impedance (dcdc=7). The patient was programmed at 1ma because he did not tolerate higher settings. The patient's seizures increased at higher output currents, but it was unknown if this was related to vns. The patient had good improvement of his seizure frequency but the seizures were increasing again in the last month; however, the physician did not believed that the increase was significant enough to assume that it is related to a less than optimal functioning of the vns. The device was not disabled after high impedance was seen. There was no patient manipulation or trauma occurs that is believed to have caused or contributed to the event. The number of seizures is still below the pre-vns baseline. The patient has been on the same settings/medication prior to the start of the event. A previous diagnostic test was performed on (B)(6) 2012 and was within normal limits. X-rays were taken and provided for review. The generator appears in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin appeared to be fully inserted into the generator¿s connector block. The electrodes appeared to be placed in normal arrangement. Part of the lead was behind the generator. No acute angle was found. The lead wires could not be assessed at the level of the connection with the pin due to the quality of the images. Attempts for additional information have been unsuccessful. Surgery is likely but has not taken place.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected but did not cause or contribute to a death or serious injury.